Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, main board charred, which was observed during physical inspection. Evaluation observed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion which caused the components to fail, rendering the unit unrepairable. The device was retired from service.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump wireless battery module had a "main board charred." Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). This MDR was initially reported in error. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-00507 can be removed from the FDA database.